Event description:
The hcp reported the patient was hearing a tickling sound from her pump (she said the frequency of the ticks changed during the day.) The pump was programmed for simple continuous mode and there were no errors reported in the logs. The hcp said he could clearly hear the ticking with a stethoscope, but he could not detect a frequency change. The patient also reported some change in therapy and the hcp said there had been some volume discrepancy at refill (about 4cc- it is unclear as to whether the volume was over or under by this amount.) The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.